Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient turned the stimulation off at 11:30 pm last night and felt the stimulation off at 4:00 am. The stimulation was turned off. Additional information has been requested, but was not available as of the date of this report.